Manufacturer narrative:
One cadd solis vip pump due to displaying an alarm that the cassette was not attached. The alarm was found in the device's history log. The cassette was attached and the downstream test was performed. The customer's concern regarding the "cassette not attached properly" alarm was duplicated. While inspecting the downstream sensor ( dso), corrosion can be seen around the dso seal. In addition, the air detector has a dent. The dso sensor and air detector will be replaced.

Event description:
Information received a smiths medical cadd solis vip 2120 device alarming cassette not attached properly. No patient adverse events reported.